Event description:
This customer reported a charge button failure during op-check. There was no patient involvement.

Manufacturer narrative:
(B)(4): this customer reported a charge button failure during op-check. There was no patient involvement. The customer reported power issues with the device in which the device would power up but would not power down. There was no report of patient involvement.